Manufacturer narrative:
One cleo® 90 infusion set was returned for investigation. The returned device was received with 3 additional cleo® 90 infusion sets. A review of the device history record, relevant to the reported lot, found no non-conformities or defects during manufacturing. Visual inspection revealed that the adhesive layer was adhered to the white cap of the infusion set. Investigation determined a manufacturing issue was the root cause of the adhesive of the device adhering to the cap.

Event description:
It was reported that upon opening the cleo set for use, the membrane was sticking to the inside of the lid rendering it unusable. The customer reported that this occurred in four out of the five units in the pack. The patient's husband stated that there have also been some occasions where the cleo units did not adhere to the skin. The patient's husband also stated that if the medication as is supplied by this product is not actively getting the job done, then the patient's "health deteriorates quite quickly at times and at other times, she deteriorates more slowly. There is no two situations alike." No further adverse health outcomes were reported. See MFR: 3012307300-2017-00214, 3012307300-2017-00215, 3012307300-2017-00216, 3012307300-2017-00217, 3012307300-2017-00218.